Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. The hcp was calling for MRI compatibility guidelines. The hcp stated that the patient¿s pump was not working but had no further information.